Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four inappropriate electric shocks due to oversensing of noise caused by air in the xyphoid area on the same day as implant after pocket closure. The noise was recreated in primary and alternate vector by jiggling the patient's skin at the xyphoid. No noise was produced in the secondary vector. Neither secondary nor alternate vectors had acceptable signals, so device was turned off until the air goes away. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.